Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the contact did not know how the pump touch screen became shattered. Reportedly, half of the pump touch screen became unreadable due to the cracks. Customer's blood glucose was 369 mg/dl. Reportedly, customer continued using the pump for insulin therapy.